Event description:
Aicd lead revision and aicd generator exchanged. Patient presented with inappropriate shocks because of rv lead fracture, thereby causing noise. Because the excess drain on battery and the fact that the generator battery was nearing elective replacement indication, the patient was brought to the ep lab for both a biv-ICD generator change-out, new implantation of an rv shock lead, and the capping of the initially implanted rv lead.